Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another unspecified meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred at 11am on (B)(6) 2016. At this time the patient obtained a blood glucose reading of "178mg/dl" with the subject meter and a blood glucose reading of "100mg/dl" on the other meter within 30 minutes of one another. The patient stated that they did not take any form of medication in order to help regulate their diabetes and denied making and changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 20 minutes later they developed the symptoms of "dizzy and sweating", and as a result they self-treated by consuming additional food and/or drink immediately. At the time of troubleshooting the csr noted that the results which were obtained from the same drop of blood. The unit of measure was set correctly and the results were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient's testing technique was incorrect, thus invalidating the alleged high subject meter result, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.